Manufacturer narrative:
The event took place outside of the united states (in france) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event is a revision surgery due to dislocation that occured approximately 2 weeks after the primary surgery. The primary surgery used the humeris reversed system. During the revision surgery, the surgeon explanted the size 10 cementless stem, the 36/+9 135/145 humeral cup and the 36 centered glenosphere. Then he implanted a size 12 cementless stem, a 40/+9 135/145 humeral cup and a 40 eccentric glenosphere.